Manufacturer narrative:
(B)(4). The 2.5 x 15 mm xience xpedition stent mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The guide wire separation was able to be confirmed, however, the difficulties retracting the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot for guide wire separation or difficulty retracting the guide wire. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the moderately calcified left anterior descending (lad) artery. The balance middleweight (bmw) guide wire was advanced to the target site without difficulty. The 2.5 x 15 mm otw xience xpedition stent delivery system (sds) was advanced over the guide wire without difficulty. During the procedure, the physician had re-positioned the stent delivery system without difficulty; however, it was then noted that the sds became stuck on the guide wire. The devices were removed as a single unit. A new bmw guide wire and xience xpedition sds were then advanced without difficulty and the procedure was completed. Upon removal, the physician attempted to remove the sds from the guide wire and the guide wire separated. As the device was outside the patient anatomy, no segments of the separated guide wire remained in the patient anatomy. There were no adverse patient effects and no clinically significant delay. No additional information was provided.